Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event and therapy dates estimated. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.5x33mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion, a 3.0x33mm xience prime stent was successfully implanted in the mid rca lesion, and a 2.5x23mm xience prime stent was successfully implanted in the distal rca lesion. In (B)(6) of 2017, the patient was admitted to the hospital for chest tightness and medication was provided. There was no imaging of the implanted stents. The event resolved without sequela and the patient was discharged. There was no additional information regarding this device issue.